Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient was charging too frequently. The patient had been charging every 1.5 weeks but now was charging every couple days. The ins was not keeping a charge. The patient set the ins on ¿vibrate¿ so they could feel it. The patient clarified that it meant that they increased amplitude to feel the stimulation more. The patient was unable to turn the lightning bolt on despite having recharged all night. The patient started a recharging session and all eight coupling boxes were darkened. The charge level was flashing at 25%. The patient confirmed that the ins was charging and that stimulation came on. The patient didn¿t use the recharging belt because it didn¿t fit them tight enough, so they held the antenna in place with yoga pants. The patient would start using adhesive discs and charge more frequently to ¿top off¿ the ins. No related patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.